Manufacturer narrative:
Correction made to e1: initial reporter phone no.: (B)(6) (previously submitted as asku). H10: four (4) actual samples were received for evaluation. Visual inspection did not identify any abnormalities, that could have contributed to the reported condition of leak with twist clamp closed. Functional testing including leak testing, clear passage testing and clamp function testing were performed, and no issue noted. The reported condition of leak with twist clamp closed was not verified. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2), peritoneal dialysis (pd) transfer sets experienced fluid flow with the twist clamp in closed position. This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.